Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient's ipg had reached end of life. It is unknown if the ipg had depleted prematurely. No intervention is planned as of now.

Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. The patient ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of service. The device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
The reported observation of eos of the ipg was confirmed. The root cause of the reported observation was due to the device having normal battery depletion at the time of explant. The estimated longevity range would have been 0.23 years (program #3 continuous tonic) assuming 500 ohm program impedances. It should be noted that program #3 continuous tonic was utilized 84% of the implant duration and would have the greater impact on the battery longevity. The total stimulation on time was 146 days or 0.4 years. Based on program #3 with high settings, the estimated longevity would have been 0.23 years suggesting the device had normal battery depletion at the time of explant. The DHR review had determined that manufacturing completed all steps correctly and there were no errors in the production of the product. Corrected data: based on analysis of received device the device was functioning as intended and this is not a reportable event.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.